Manufacturer narrative:
Zyno medical is waiting to receive the affected device back from the distributor.

Event description:
The initial reporter reported an issue with the infusion pump on (B)(6) 2018. A distributor forwarded the information coming from the user facility to zyno medical on (B)(6) 2018 that "it is sucking blood out of the pt instead of pumping fluid in. It is siphoning blood out of patient instead of pumping fluid in!!!!!". The initial reporter also confirmed with the user facility that the administration set was not loaded backwards: "they're crazy it can only be loaded right side up!" Zyno medical received further confirmation from a representative at the user facility that "the pump was in route to you prior to receiving this message. We did verify that the tubing was loaded correctly, in fact it worked fine on another pump." The event date is (B)(6) 2018.

Manufacturer narrative:
The reported bleed back issue was not confirmed. The device was tested and met all specifications on (B)(6) 2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00018).